Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue. The unit has power and functions as expected. However, the battery springs are bent and a pin in the rj-11 receptacle is pushed down. The case is also cracked near the battery door, but the door still closes securely. (B)(4).

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage reported and the customer did not provide a date when issue was discovered. No patient incident or injury reported.